Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and control printed circuit board error. Identification of issue has been done by reviewing the device logs. According to the information provided by the technician, the issue was not reproduced during on-site visit and no action was taken regarding the technical errors. The issue was decided to be reported as both technical error codes may indicate stop of ventilation. There was no patient harm. As the source of the technical errors activation is unknown, the root cause cannot be determined.

Event description:
Manufacturer's ref. #: (B)(4).